Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their cellphone was affecting their implantable cardioverter defibrillator (ICD). Patient reported experiencing chest pain until the phone was moved away from the device. Follow-up with the patient¿s physician for further information was attempted and multiple attempts were unsuccessful. The ICD remains in use. No further patient complications have been reported as a result of this event.